Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the back of the patient's hand touched the end their minicap. On the same day as onset, the patient visited the emergency room and was subsequently hospitalized for the event. On the same day, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). On an unreported date, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.